Manufacturer narrative:
The thermogard console (sn (B)(4) ) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer's biomed was unable to replicate the error mesage. Service was not required to be performed by zoll. The thermogard console was placed back for clinical use.

Event description:
During ivtm therapy, the thermogard console (sn (B)(4) ) displayed tcmid:05 (coolant diff failure) error message. Following this, the console was replaced and continued ivtm therapy. No consequences or impact to patient.